Event description:
New information noted that the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room (ER) post syncopal episodes. Upon examination, it was noted that the right ventricular (rv) lead exhibited failure to capture. The rv lead was capped and replaced on (B)(6) 2025. The patient was recovering.